Event description:
During an af ablation, a cardiac tamponade occurred requiring cardiac surgery. After the transeptal puncture, the physician attempted to perform pulmonary veins venography with the non-abbott catheter (mpa-2 by boston scientific). During the attempt to reach the right veins, the physician returned to the right atrium with the assembly sheath and catheter. While attempting to cannulate the right superior pulmonary vein (rspv) with the catheter, venogram did not show vein and it was noted that the contrast flowed into the pericardial space. A drop in blood pressure was observed and a cardiac tamponade was diagnosed via echocardiogram. Protamine was administered and a pericardiocentesis was done to stabilize the patient. The patient was then transferred to cardiac surgery for repair. No perforation was found during surgery. The patient is stable. The physician states the non-abbott catheter (mpa-2 by boston scientific) was the cause of the tamponade. There were no performance issues with any abbott device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).